Event description:
It was reported that device detachment occurred. During preparation of the opticross hd imaging catheter, the catheter got separated. The procedure was not completed due to another reason. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section. The imaging window was not returned for analysis. Microscopic inspection revealed the transducer was complete and with no evidence of degradation from exposure to saline solution.

Event description:
It was reported that device detachment occurred. During preparation of the opticross hd imaging catheter, the catheter got separated. The procedure was not completed due to another reason. There was no patient injury.